Event description:
It was reported that the pump was removed 'some time ago' due to the patient developing meningitis. The reporter could not recall when the event occurred but though it was 'sometime in 2006'. No further information was provided. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).